Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cryo case of parahisian pathway, a cardiac tamponade occurred. The patient became tachycardic 2-3 hours after the procedure and went into pericardial arrest. An echo was performed showing the cardiac tamponade which required a pericardiocentesis. The patient was then discharged without any further complications. There were no performance issues with any abbott device throughout the procedure. The physician thought it was possible the tamponade was caused by the agilis introducer while creating geometry in the right atrium.